Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated some type of alarm concerning fiber optics and trigger. The costumer wasn't sure about the type of alarms generated. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that there was no alarm related to the event registered on the journal log and he was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).